Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss indicated that the system is working fine and noted the handpiece may need cleaning as the poor irrigation was due to a dirty tip. The facility did not request service. The system was manufactured on march 15, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that there was no irrigation. The timing of the event is unknown. There was no patient harm. It was reported that two (2) surgeons had the issue with no irrigation. This report is for surgeon one (1).